Manufacturer narrative:
Evaluation summary: the x-ray demonstrated that the wireform was intact. Suture holes were observed around the sewing ring. The wireform was exposed on commissure 1. Additional manufacturer narrative: (B)(4). Customer report of insufficiency could not be confirmed through visual observations. Valve will be sent to r&d for further evaluation. A supplemental report will be submitted upon completion of additional evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 23 mm pericardial aortic valve was explanted at implant due to aortic insufficiency (ai). After implant of the 23 mm valve, everything seemed to go well. However, when the patient came of bypass, ai was noted and it wasn't going to rectify. The valve was explanted and a replaced with a 19 mm non-edwards mechanical valve. During a second tee, right ventricular failure was noted. Hemodynamics were unstable and the patient was transferred to intensive care on vasopressors with low to non-existent blood pressure. The patient expired due to unknown reasons. The device was returned for evaluation. Additional information was unable to be obtained.

Manufacturer narrative:
Through further assessment, this valve was explanted at implant due to aortic insufficiency observed in vivo. No echocardiographic images were provided; thus, the reported aortic insufficiency could not be confirmed. As-received, all three leaflets were stiff and translucent, indicating that the leaflet tissue was severely dehydrated. The tissue dehydration presumably occurred after explant. The leaflet tissue dehydration is sufficiently severe to induce leaflet shrinkage, resulting in a larger than usual gap at the center of the valve in air as received, and inducing a lack of complete closure under pressure when tested in vitro. The dehydration observed would not pass the edwards manufacturing inspections. Edwards standardized in vitro testing showed the valve as received had a total regurgitant fraction (trf) of 12.8%, which is higher than the maximum 10 % is allowed for this size valve per iso 5840-2:2015. This high value of leakage is a direct result of a moderate leakage path present at the center of coaptation in the fully closed position that is most likely due to the leaflet shrinkage caused by the tissue dehydration. Definitive root cause for the regurgitation at the time of implant could not be conclusively determined because echocardiographic images were not provided. Through functional testing the high trf was due to leaflet tissue dehydration that most likely occurred after explant. Dehydration caused leaflet shrinkage, which resulted in a larger than usual gap in the center of the valve and lack of complete closure under pressure. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems.